Event description:
This peritoneal dialysis (pd) patient reported he was hospitalized. A pd nurse confirmed the patient had touch contamination peritonitis. The following info is from medical records that were provided by the patient's clinic. The patient had a four day history of nausea, abdominal pain that worsened with deep breaths and fever. The pd nurse confirmed that the patient had touch contamination peritonitis. The patient had confirmed methicillin-sensitive staphylococcus aureus peritonitis. He was treated with vancomycin for three weeks. His effluent remained clear.

Manufacturer narrative:
This patient with esrd using a peritoneal dialysis cycler developed an episode of complicated peritonitis reported requiring hospitalization. The patient's peritonitis resolved and the patient continues to perform daily treatments. The cycler has not been returned for eval and presumably the patient is using the same cycler. There is no specific complaint against the cycler. This event will be reported as a serious injury while using the cycler, without evidence or history of malfunction. A supplemental report will be submitted upon completion of the plant's investigation. Related MDR's: 2937457-2014-00172 and 8030665-2014-00151.